Manufacturer narrative:
Unit evaluated and repaired by the distributor .

Event description:
It was reported by the distributor that the bed would go into trend on its own when it was raised or lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.